Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. After two attempts at re-capture and repositioning, the device did not open in its distal portion. For safety and in accordance with the IFU, the product was removed, and the device ended up highlighting itself within the microcatheter. There were no issues reported with the phenom catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230788391); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing aneurysm embolization with pipeline embolization device for treatment of a saccular, unruptured aneurysm in the left internal carotid artery (ica) ophthalmic segment with a max diameter of 4.8 mm and a 6.5 mm neck diameter. Landing zone: distal: 5 mm and proximal: 5 mm. It was noted the patient's vessel tortuosity was severe. The accessed vessel was the left internal carotid artery (ica) ophthalmic segment with a diameter of 4.8 mm. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. Dual antiplatelet treatment was administered. The angiographic result showed the second pipeline was implanted with success. It was reported that during the procedure the pipeline did not open sufficiently for distal anchoring, being repositioned two times as recommended by the IFU, then it was removed and replaced with a new pipeline that was successfully implanted. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and was removed with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a bmx 6f sheath, sophia guide catheter, phenom 27 microcatheter, and traxcess guidewire.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield braid and phenom 27 returned for analysis within shipping box; within an opened pipeline flex shield outer carton; and within a dispenser coil. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the pipeline flex shield braid was returned stuck within catheter hub. ¿damage location details: the distal and proximal ends of pipeline flex shield were found fully opened and damaged. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the distal end of pipeline flex shield braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It was noted the patient's vessel tortuosity was severe. It is likely the severe vessel tortuosity may have contributed to the reported issues. Additionally, the pipeline flex shield could not be confirmed to have pushwire break/separation as the pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the ped (pipeline embolization device) detached within the microcatheter field during removal.